Event description:
Caller reported that their pump screen was dark and would not turn on, causing the customer's blood glucose level to rise to 529 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Customer confirmed that the pump turned on when connected to a power source. The pump displayed a welcome message, and the caller acknowledged that the pump had shut down due to not charging the battery.